Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap threads were found to be stripped. The battery compartment was found to be cracked. The battery cap was unable to maintain electrical connection with the pump. A test cap was used with the pump and the pump was able to power on properly. The pump was exercised and found to be delivering insulin accurately. Unrelated to the event the internal battery was found to have failed and the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Insulin delivery totals correctly reflected programmed values. The bolus button cover was found to be missing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012, she was experiencing elevated blood glucose (bg) values with chest pain and was vomiting. There were no bg values reported. There was reportedly damage to the battery compartment and battery cap and the pump lost power. It was noted that the patient's bg was fine prior to bed on (B)(6) 2012. The patient stated that the following sequence of events occurred on (B)(6) 2012: the pump reportedly lost power and when the patient awoke early afternoon, the pump's screen displayed 0.0 units of insulin; the patient stated that the cartridge was filled with insulin. The patient reportedly changed out the cartridge even though the cartridge was full and then the pump emitted a low battery warning. The patient reportedly noticed that the battery cap was stripped, that it was loose, that it would not secure properly to the pump and that the yellow o-ring was visible. After the low battery warning, the patient reportedly changed out the battery using a lithium battery and had noticed that the black strips were no longer there on the battery cap. The patient stated that she did not feel well, did not have test strips to test her bg and believed she went without insulin during the night due to the pump's power loss. The patient reportedly treated her elevated bg on (B)(6) 2012 via the pump and then went back to bed. The patient denied medical intervention since she had obtained medical strips, changed out the battery, did not have any more power issues, wears the pump a certain way underneath her clothing and did not have any more bg events. During a call with customer support (cs) the patient declined to replace the battery cap with a new one and stated that it was the original one to the pump. This complaint is being reported as the patient reported having "high" bgs with symptoms noted above. Use error caused or contributed to the reported bg excursion as the patient continued to use a damaged pump while on insulin pump therapy. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The user guide also instructs the patient to replace the battery cap every six months.